Manufacturer narrative:
Concomitant products: product ID 377775, lot# j0555087v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead; product ID 377775, lot# j0555087v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 377775, lot# j0555087v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead; product ID 377775, lot# j0555087v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient came to the physician¿s office today for the first post-operation appointment for implantable neurostimulator (ins) replacement. It was stated that the wound ¿did not look good.¿ it was further stated that the pocket was definitely infected and looked like it wanted to ¿dehisce.¿ it was unknown when the infection began; reported that it had been ¿several days.¿ it was then stated that the physician put the patient in the hospital for intravenous (IV) antibiotics. It was planned that the system would be explanted tonight, but the hospital sent the surgeon and staff home. No cultures were reportedly taken. The pocket was red, swollen, and hot to the touch. It was unknown if the patient had a fever. It was later reported that he patient showed up to a post-operation visit with a ¿massive pocket infection.¿ it was stated that the physician was to explant on the (B)(6) 2013, but put the patient in the hospital to treat with IV antibiotics to try and save the ins. The ins was eventually explanted on (B)(6) 2013. The wound was cultured, but the physician thought it was a reaction to the dermabond. The leads were cut in the pocket, but the rest remained. Additional information received reported that the patient was recovering from a (B)(6) infection associated with the explant. The patient was reportedly on 6 weeks of oral antibiotics in the hopes of re-implanting within 6 to 8 weeks.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. It was noted that the setscrews were tight. Analysis of the first lead found no significant anomaly. It was found that the lead body was cut through and the product was segmented. Analysis of the second lead found no significant anomaly. It was found that the lead body was cut through and the product was segmented. Analysis of the extension (B)(4) found that the extension body was cut through and the product was segmented. Analysis of the extension (B)(4) found that the extension body was cut through and the product was segmented. It was noted that the extensions were cut too short to perform the system test.

Event description:
Additional information received reported that infection had resolved. The primary location of the infection was in the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.